Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the epicardial left ventricular (lv) lead exhibited a lead fracture and high undefined impedance. The lv lead was capped and replaced with a competitor lead. No further patient complications have been reported as a result of this event.